Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 567 mg/dl. Bg was addressed with a supply change and delivering insulin via the pump. Reportedly, the contact typically assisted the customer with administering a manual injection as the customer does not like needles.